Event description:
The customer reported diluent leaked due to cracked tubing that had come off the blood sampling valve (bsv) involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place.

Manufacturer narrative:
The field service engineer (fse) discovered blood sampling valve (bsv) line #12 to the rear blood detector, had come off. The fse replaced the critical length tubing and resolved the fluid leak issue. The customer cleaned up the fluid spill following the laboratory protocols. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).